Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to a blood glucose level of 1027 mg/dl. The customer was treated with intravenous saline and insulin to resolve the issue. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the battery was depleting quickly resulting in the pump shutting off and intermittent occlusion alarms had occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated customer that insulin should be at room temperature before filling a cartridge. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.